Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code ). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Device not accessible for testing: ((B)(4)): additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) was alarming leak in iab circuit. No patient harm, serious injury or adverse event was reported.